Event description:
It was reported that towards the end of an atrial fibrillation (afib) procedure, a pericardial effusion was noticed on fluoroscopy. A pericardiocentesis was performed and medication was given to reverse the heparin. The patient was stable and sent to observation. Upon request, the bwi field representative provided additional information on the event. Close to the point when the ablation was done, the physician observed that the cardiac silhouette didn't appear to be moving under fluoroscopy. Guided by echo, a pericardiocentesis was performed and the effusion was ultimately resolved. The event occurred during the ablation phase. The patient received 62 ablations before the event. The rf generator was set to "power-control" mode at 35w. The temperature cut-off setting was 50 celsius and the flow setting was 15ml/min. The user did not experience any difficulty in manipulating the catheter. The sheath used was the st. Jude medical agilis nxt. The act maintained during the procedure was 250-300s. The patient's updated health status is that the patient was discharged home and expected to do well.

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported that towards the end of an atrial fibrillation (afib) procedure, a pericardial effusion was noticed on fluoroscopy. A pericardiocentesis was performed and medication was given to reverse the heparin. The patient was stable and sent to observation. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A cool flow pump test was performed as well and the catheter passed specifications. Furthermore, a deflection test was performed and the catheter passed. Finally, the returned device was tested for eeprom, carto, 4khz and calibration functionality. The catheter passed these tests. The catheter was properly visualized during test. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Since the catheter passed specifications, the root cause of the pericardial effusion remains unknown.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. Concomitant products: carto 3 system: model #: m-4800-01, serial #: (B)(4). Stockert 70 system: model #: m-5463-01, serial #: (B)(4). Cool flow pump, u.s. Ship kit: model #: m-5491-02, serial #: (B)(4). Lasso nav variable eco split: model #: d-1343-01-s, lot #: 15645537l. Device evaluation anticipated but has not begun. Regarding the biosense webster systems, the customer was contacted by bwi field service engineer. The hospital ep lab staff advised that this issue was not related to bwi systems. The customer declined system service. (B)(4).